Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis could not replicate or verify the customer reported complaint. The returned product did not exhibit the event described in the complaint. The instrument underwent external and internal visual inspections, and no damage was on detected the main tube. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was also found to have a broken conductor wire. The wire was broken within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Further inspection found no abnormally sharp or damaged components that could have contributed to the wire breaking. The complaint was not confirmed by failure analysis. The probable root cause of the customer reported issue cannot be determined since the issue could not be confirmed and may be due to other factors unrelated to the product. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a hole on the instrument sheath. The procedure was completed with no patient harm. On july 22, 2025, intuitive surgical (is) obtained the following additional information regarding this event: the default was located in the instrument main tube / shaft. There was no detached / broken off fragment. No photo of the instrument available for review.